Event description:
(B)(4) had the essure placed and have chronic lower back and groin pain since. Very heavy, irregular periods, headaches, muscle aches, joint pain, decreased labido, pain during intercourse, itchy skin, metallic taste in mouth, insomnia and anxiety. Visited md. Sono showed cyst in right ovary and growth writhing uterine lining. Scheduled for completes hysterectomy and right ovary removal.